Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage (loaded vlith) was within spec range. No battery errors noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. The blood glucose value was unknown. Customer also stated that the insulin pump had an absence of audio alarm. Customer stated that the hardware low level failure alarm was occurred second time and the insulin pump perform self-test and the insulin pump passed the self-test. The product will return for the analysis.